Manufacturer narrative:
The reported complaint was confirmed through communication with the manufacturer's subsidiary. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery cannot be fully charged, full back up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019 during a cpb procedure, the unit received a message on the central control monitor (ccm) regarding the battery cannot be fully charged, full backup may not be available. The team had the heart-lung machine (hlm) plugged into the alternating current (ac) power outlet and the messaging confirmed that the hlm was running on that ac power. The team did not lose power during the procedure. The hlm was pulled from service after the procedure. There was no delay in the continuation of the surgical procedure. There was no blood loss or harm associated with the event.